Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator delivered an inappropriate shock due to oversensing of a high cardiac rate. The system was reprogrammed and the patient medications were adjusted to prevent high cardiac rates. This implantable electrode remains in service and no additional adverse patient effects were reported.